Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc specialist connected to the system via remote access and found that quality controls were acceptable prior to the patient samples being run. The ccc specialist ran quality controls again and they were out of ranges. The ccc specialist checked the instrument data and found that there were integrated multi-senor technology (imt) module data errors. The ccc specialist aligned the imt probe and imt module and reran quality controls, which remained out of ranges. The ccc specialist performed three advanced cleans and the customer replaced the imt sensor. Quality controls were run again and were still out of ranges. The customer checked the pump tubing and it was functioning properly. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed power flush procedure and ran dilution check and quality controls, which were acceptable. The customer ran a system correlation and found positive bias on sodium results. The cse replaced the rotary valve kit and drive and the calibration failed. During follow-up visits, the cse installed a new salt bridge, imt module and imt grounding hardware. The cse ran system checks and quality controls, which were acceptable. A siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that high sodium measurements with corresponding imt errors were indicative of a grounding problem with the imt module and the cse actions had resolved the issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting lower than the initial results. The repeat results from the alternate dimension vista instrument were reported to the physician(s). There are no reports of medical intervention or adverse health consequences due to the discordant, falsely elevated sodium results.